Manufacturer narrative:
The pod was returned for a device evaluation. During evaluation, it was noted that the exposed portion of the soft cannula had a puncture. Due to the puncture, fluid was unable to pass through the cannula and the device failed the fluid path test. No other defects or deficiencies were found during the investigation. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 19.4 mmol/l (350 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. It was also reported that the adhesive pad was wet. To treat the patient's elevated bg levels, a new pod was applied. No further information was provided.